Event description:
It was reported that during idiopathic ventricular tachycardia (idvt) procedure, the patient complained of pain. Systolic blood pressure dropped 40 points and the patient got tachycardic. The patient went unresponsive and echo confirmed perforation. Pericardiocentesis was performed and 375 cc of fluid was removed and then the patient went on surgery. The patient was stabilized. The physician¿s opinion regarding the causality of adverse event was the procedure-related.

Manufacturer narrative:
The concomitant products: carto 3 system (serial # (B)(4)), stockert generator (serial # (B)(4)). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient's blood pressure dropped and echo confirmed perforation. Pericardiocentesis was performed and 375 cc of fluid was removed and then the patient went on surgery. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the catheter was tested for eeprom, 4khz and calibration functionality. The catheter failed during calibration functionality test. According to the calibration results and the 4 khz readings, the improper condition was attributed to a potential pc board failure. However, this is not related with the reported event. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the calibration test, but the root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.